Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 04/04/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed a pairing test and passed. Performed share log review and loss of connection found in log. The reported event of a loss of connection was confirmed. The root cause was determined to be temporary communication error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional patient or event information is available.